Manufacturer narrative:
A good faith efforts (gfe) have been made by the investigator) to obtain additional information regarding this case without a response. No additional information has been provided. The device remains at the customer's site.

Event description:
The customer reported that the data is not correctly displayed. The device was not in use on a patient at the time of the event.